Event description:
It was reported that approximately 5 months following a peripheral stenting procedure, patient complications occurred and a stent fracture was observed. The patient initially presented with numbness in her foot. The 7.0x60x75cm express vascular ld stent was deployed in the 100% stenosed and moderately tortuous left common iliac artery following predilation. No difficulties were reported. The patient returned approximately 3 months post-procedure with returning numbness. It is unknown if any intervention was done at that time. Approximately 5 months following the initial deployment procedure, the patient returned again with increasing numbness. Angiography was performed, and at that time, it was noted that the express vascular ld stent was fractured. As the patient's symptoms have not been improved pharmaceutically, bypass surgery has been scheduled. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device can not be reviewed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.